Event description:
Additional information was received from a foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-nov-10. It was confirmed that the pump and catheter were both replaced on (B)(6) 2021, with the pump being discarded as well. The pump was changed as a precaution as there was no clear data regarding a pump pushing against an occlusion for weeks/months. The system replacement did resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# unknown implanted: explanted: (B)(6) 2021 product type catheter product ID 8731 lot# serial# unknown implanted: explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type :catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a company representative (rep) regarding a patient who was receiving baclofen (unknown concentration or dose) via implantable infusion pump. It was reported that the patient was experiencing baclofen withdrawal. The rep stated that the patient was known to have a history of "twiddle" with the pump and the catheter could be tangled or have a problem that was causing the symptoms. On (B)(6) 2021, the patient's pump pocket was opened and the catheter a found twisted and kinked. The catheter was revised.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the patient's entire system, pump and catheter, were replaced. The catheter was discarded as there was no problem with the quality of the catheter. The surgeon found that the pump had gotten free from 4 sutures and had flipped a number of times, resulting in the catheter twisting so much that it had twisted out of the spine.

Manufacturer narrative:
Continuation of d10: product ID 8596sc; serial# unknown; explanted: (B)(6) 2021; product type catheter. Product ID 8731; serial# unknown ; explanted: (B)(6) 2021; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.